Event description:
It was reported that the foley catheter was replaced via registered nurse at 1100. Upon turning patient, at approximately 1150 am, the catheter tube was pulling out of patient and the balloon was deflated. Two nurses examined the catheter balloon further and found a hole in the device balloon. Patient was assessed and it was unknown if any injury was caused to the patient, if so, was minor.

Manufacturer narrative:
The reported event has been confirmed and is being investigated by capas 12866756 & 12474528. Received 1 all silicone foley catheter. Verified material number 1758si16 and manufacturing lot number ngkr1404.visual inspection noted the catheter balloon had ruptured. Further inspection noted the balloon had no missing pieces. Visual inspection of the sample noted 1 two-way foley catheter with balloon rupture (measuring 0.2565) on the return sample. This is out of specification per inspection procedure (B)(4), revision 0, which states, "catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Risk review, labeling review, and DHR review are not required as the event is being investigated per capas 12866756 & 12474528. Refer to CAPA 12866756 & 12474528 for further details. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was replaced via registered nurse at 1100. Upon turning patient, at approximately 1150 am, the catheter tube was pulling out of patient and the balloon was deflated. Two nurses examined the catheter balloon further and found a hole in the device balloon. Patient was assessed and it was unknown if any injury was caused to the patient, if so, was minor.